Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m54164. Incomplete cycle, cartridge, spring lockout tab. (B)(4). Conclusion codes: the analysis showed that the ats45 device (b) was received in good visual condition and with two cartridge reloads present. Cartridge (c) tr45w, m53l5k was received partially fired 1/2 and cartridge deck damaged where the firing stops. The damage to the cartridge is consistent with the device being clamped over a hard object. Cartridge (d) tr45w, m52f7e was received partially fired 1/3 and cartridge deck damaged and with the reload lock out spring damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Furthermore the damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic assisted nephrectomy procedure, there was an incomplete firing of the staple line. The reload look to be "long-loaded." It is unknown how the case was completed. There were no patient consequences reported.